Event description:
Rv lead impedance decreased to 241 ohms and oversensing in the vf zone was reported. However, shocks were not delivered. A procedure on (B)(6) 2011 capped the pace/sense portion of the lead. The shock portion of the linox lead remains actively implanted. Should additional information become available, this event will be updated.